Manufacturer narrative:
Findings : pump was monitored for 8 hours with multiple basal rate. No blankdisplay or display anomaly noted. No a47 alarm noted during testing, however a47 alarm due to corrupted history file. All operating currents are within the specification, no unexpected low battery, failed battery test or off no power alarm noted. No damage inside pump noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. The customer's blood glucose level was 132 mg/dl. The customer stated that she also had a a47 alarm, advised to clear the alarm with ecs abd act. The customer was advised to insert a new aaa alkaline battery. The customer would like the insulin pump replaced. The patient was advised that we will send replacement of the insulin pump.